Event description:
The customer did not provide any information for the return of the alarm. There was no patient incident or injury. The returned product has a note on it stating "no sound". Inspection of the product found that the alarm powers on but has no alarm tone.

Manufacturer narrative:
(B)(4) results: evaluation of the returned product found that the alarm has power but there is no alarm tone. (B)(4).